Manufacturer narrative:
(B)(6).the device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from an unspecified location. This was identified during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(6).the device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from an unspecified location. This was identified during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Leak testing was performed, and it was noted that there was a leak (backflow) at the fillport. Further inspection on the device revealed the cause of the backflow at the fill port was due to a particle stuck under the device checkband. The particle was identified to be acrylic material via fourier transform infrared spectroscopy (ftir) test. Acrylic is the material of the device stressmember. A small shaving from the stressmember may have potentially got stuck under the checkband during manufacturing. The reported condition was verified. The cause of the condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.